Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was downloaded. Functional testing was able to duplicate the customer reported problem. The investigation determined that the dso sensor was defective. The dso sensor was replaced.

Event description:
It was reported that there was a cassette problem. There was unknown patient involvement.